Manufacturer narrative:
The actual date and time of the event is unknown due to the time and date stored in the consumer's meter history is not set correctly. Test strip lot # 1020215050, expiration date: 02/28/2017. Nova max control solution lot number none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert). This is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification.

Event description:
Consumer called in concerned about his a high blood glucose result. It was reported to nova biomedical on (B)(6) 2015 the consumer's meter time and date are not set correctly. According to the consumer that sometime during the month of (B)(6) 2015 the consumer performed a blood glucose test getting a result of 172 mg/dl the consumer reported that he administered 13 units of insulin based on a result which did not require medical intervention. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips using nova max control solutions as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.